Manufacturer narrative:
Submit date: 11/30/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A notification was sent to all personnel to ensure that they are aware of the reported issue. A quality alert was posted in the manufacturing line to reinforce the manual assembly of the product. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that while trying to remove the guide wire, the plastic device detaches causing a hole in the employees finger. It was verified that the metallic tip was not on the device.